Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the returned stent was found to be in its pre-deployment state. The stent delivery catheter was found to be slightly kinked/bent. The proximal end stent stabilizer was found to be broken/fractured. The stent was found to be intact. The stent stabilizer was found to be kinked/bent. Functional inspection: stent failed/unable to deploy functional test ¿ pass. The stent could be deployed during the analysis; however, friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported code 'stent failed/unable to deploy' was not confirmed during device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained and the patients anatomy was described as 'moderately tortuous'. It was reported that the operator 'delivered the subject stent to the stenosis to deploy, but the stent could not be deployed'. In the follow-up process it was further reported that the inner body was advanced independently of the outer body during advancement/repositioning of the device. The risk associated with this is that the stent position may change within the outer body and it may even lead to partial stent deployment. The stent was returned still loaded inside the delivery system outer body. The device was flushed and the stent was successfully deployed but friction was noted during deployment. The deployed stent was intact/undamaged. The stent stabilizer (delivery catheter inner body) was noted to be kinked/bent. The proximal end of the stent stabilizer was also broken/fractured but it is not clear from the event description or the follow-up questions at what point during the procedure this breakage occurred. Finally, the delivery catheter outer body was also kinked/bent. The as reported code 'stent failed/unable to deploy' and the as analyzed codes "stent delivery catheter kinked/bent, stent stabilizer kinked/bent, stent stabilizer/catheter friction, and stent stabilizer broken/fractured during use" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent stabilizer was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.